Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that she had suffered a hypoglycemic event and had lost consciousness. Pt claims that her cgm was reading inaccurately. Paramedics were called and pt was treated with dextrose and her bg was measured at 17 mg/dl while her cgm was reading 88 mg/dl. At the time of her call to dexcom technical support, pt reports that she was feeling better.

Manufacturer narrative:
The device in question was returned to dexcom for eval. Lab testing revealed that the receiver was functioning properly. Dexcom considers this complaint closed.